Manufacturer narrative:
In initial report, required intervention was selected incorrectly for outcomes attributed to adverse event. Other has been selected in this follow up. (B)(4). In initial report, only one report source was submitted. An additional report source is provided-user facility. In initial report, date received by manufacturer is incorrect. Correct date is 08/04/2014. In initial report, device manufacturer date was entered incorrectly. Correct date is 10/31/2007 all pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
At a 2 week post-operative exam, the clinic reported a patient developed epithelial ingrowth on the left eye after a flap lift enhancement procedure. The epithelial ingrowth resulted in significant flap melting. There was no loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.